Event description:
Device diagnostic testing at office visit resulted in high impedance reading (dc-dc code 7 and limit), indicating possible device malfunction. The elective replacement indicator was no, indicating that the generator battery had not reached end of life. It was reported that pt had recently fallen with a seizure. Review of x-rays by treating physician did not reveal any obvious discontinuities in the ncp system. Review of manufacturing records for the bipolar lead revealed no anomalies that would adversely affect device performance. Lead break is supspected. Both the lead and generator were explanted.